Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The baths were overflowing and the vacuum isolation chamber (vic) contained approximately 20 ml of fluid. The leak was contained within the analyzer. The customer drained and bleached the vic. The customer changed the green filter, performed sweep flow prime and the startup process. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of gloves and lab coat. There were no exposure of mucous membranes or cuts to biohazardous material. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and found the bath overflowing erratically. The fse replaced the waste pump and the white blood cell (wbc) drain 2-way valve to resolve the issue. The repairs were verified per established procedures. (B)(4).